Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit had just returned from repair but failed the accuracy test by +8% and the event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. The downstream occlusion seal was replaced as a preventive maintenance. The software was updated as a precaution. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.